Event description:
It was reported that this pacemaker was discovered to be in safety mode. The patient was hospitalized, and surgical intervention was performed to explant and replace the pacemaker. No additional adverse patient effects were reported.